Event description:
Unit had been returned from psi for testing and was being tested at customer location when the unit went into hw faults. Note with unit states, "unit appears to have smoked while attempting to test after vendor repair".